Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said that there are suction issues. Rep advised to replace kit every 60 days. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 28aug2025, the complaint was regarding the suction loss during use at random even though we verified that the docking station was washed, dried and properly sealed. The tubing showed suction. However, once the external catheter wand was attached to the tubing and placed on the patient, it never maintained proper suction, and the bed was wet. Neither family nor nurse aid have had success with reliability. Yes, the medical intervention required, the patient is bed bound. So purewick was in use overnight. The intervention was to hire aid who could change the diapers throughout the night and frequently. This was so that we avoid infection as a result of soiled diapers.

Event description:
It was reported that the pt said that there are suction issues. Rep advised to replace kit every 60 days. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 28aug2025, the complaint was regarding the suction loss during use at random even though we verified that the docking station was washed, dried and properly sealed. The tubing showed suction. However, once the external catheter wand was attached to the tubing and placed on the patient, it never maintained proper suction, and the bed was wet. Neither family nor nurse aid have had success with reliability. Yes, the medical intervention required, the patient is bed bound. So purewick was in use overnight. The intervention was to hire aid who could change the diapers throughout the night and frequently. This was so that we avoid infection as a result of soiled diapers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.